Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of basket wire break. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the device was checked prior to use and there was no visible damage to the device or the packaging. During the procedure, when the device was inside the patient, when the handle of the device was actuated, the basket broke. No part of the device fell off into the patient. The procedure was completed with another rx lithotripter compatable basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.